Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse observed no power up sequence, quick flashing screen, and no power. No lethal codes in the fault log were observed; however, the fse isolated the power up failure to a defective solenoid circuit board, and installed a new solenoid circuit board which corrected the customer's reported failure. The fse had also replaced the top cover concealments since they were worn, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shutdown. No patient harm, serious injury or adverse event was reported.